Event description:
Customer reported that the summit delivered a low level of sample/reagent to position h3 of an ot htlv I/ii microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.